Event description:
Aicd placed at another facility 11/97. Pt presented in md office 12/30/97 for routine f/u visit & found to have intermittent sensing consistent with lead malfunction. Pt was admitted for assessment of lead & device. It was determined that the leads were functioning well. Device was removed & replaced. MFR rep was at the facility and took the device.